Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that the patient was seen in the hospital and upon interrogation; the pulse generator was in backup vvi mode. The device was explanted and replaced on (B)(6) 2014.